Manufacturer narrative:
A supplemental is being submitted for investigation completion. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within both power ports of the controller. This observed contamination is an additional observation not related to the reported event and likely due to the handling of the device. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. The observed crack on the standoff post is an additional observation not related to the reported event. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. Internal evaluation was opened to investigate cracks on the internal threaded posts with controller 2.0. Functional testing revealed that the no power alarm failed to sound when both power sources were disconnected. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery's cells were swollen and one of the cells had signs of leakage. Supplemental testing revealed that one of the cells of the nimh battery was shorted. After the faulty component was replaced, the controller performed as intended. Analysis of the alarm log file revealed one (1) controller fault alarm was logged on 02-feb-2020 at 00:31:36 due to a fault in the internal battery; analysis of the controller log files revealed that the internal battery voltage was below the nominal values. It is likely that the controller fault alarm was perceived as the reported ¿controller failed" alarm. As a result, the reported event was confirmed. The most likely root cause of the controller fault alarm and the no power alarm not activating during testing can be attributed to a faulty internal nimh battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within both power ports of the controller. This observed contamination is an additional observation not related to the reported event and likely due to the handling of the device. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. The observed crack on the standoff post is an additional observation not related to the reported event. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. An internal investigation was opened to evaluate cracks on the internal threaded posts with controller 2.0. Functional testing revealed that the no power alarm failed to sound when both power sources were disconnected. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery's cells were swollen and one of the cells had signs of leakage. Supplemental testing revealed that one of the cells of the nimh battery was shorted. After the faulty component was replaced, the controller performed as intended. Analysis of the alarm log file revealed one (1) controller fault alarm was logged on (B)(6) 2020 at 00:31:36 due to a fault in the internal battery; analysis of the controller log files revealed that the internal battery voltage was below the nominal values. Additionally, log files revealed that the controller was in use for more than 2 years. It is likely that the controller fault alarm was perceived as the reported ¿controller failed" alarm. As a result, the reported event was confirmed. The most likely root cause of the controller fault alarm and the no power alarm not activating during testing can be attributed to a faulty internal nimh battery. An internal investigation was opened to evaluate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller failed alarm. The controller was exchanged. No patient complications have been reported as a result of this event.